Event description:
A premounted coronary stent with delivery system was removed from the sds and remounted onto another MFR's balloon catheter. During an attempt to advance the remounted coronary stent to the target lesion site in the pt's right coronary artery, the stent dislodged from the balloon catheter to an unknown location. Another coronary stent with delivery system was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.